Event description:
It was reported that this implantable pacemaker was suspected to have migrated as the right ventricular (rv) lead exhibited pacing failure pacing as it decreased by 50% and lead impedance. Fluoroscopy confirmed suspected lead perforation near the apex area. This device was explanted and replaced. No additional adverse patient effects were reported.